Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during interrogation the right atrial lead was noted to have a low pacing lead impedance. The lead was capped (B)(6) 2019 and replaced. There were no complications. The patient was stable.